Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to resistance during advancement/retraction of the stent delivery system (sds) include, but are not limited to, manufacturing, damage to the stent implant, damage to the sds tip, damage to the guiding catheter, the balloon not being fully deflated prior to attempting to removed the balloon, resistance with the guide wire/ guiding catheter and/or anatomy, damage to the distal shaft, poor balloon refold after inflation, or procedural technique. To ensure the reported issue is not related to a manufacturing process, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Return of the graftmaster sds may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficult to position or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. The other graftmaster is being reported under a separate medwatch report number.

Event description:
It was reported that the proximal right coronary artery perforation was caused by a non-abbott stent. Two graftmaster stents (3.0x12, 3.0x19) were placed, successfully sealing the perforation. The devices were reported to be difficult to track, both advancing and withdrawing in vessel. No adverse patient effects were reported. No additional information was provided.